Event description:
The pt reports being recently diagnosed with a recurrent catheter-tip granuloma. No symptoms were reported. Additional info has been requested from the hcp, but was unavailable on the date of this report. A follow up report will be sent when additional info is received.